Manufacturer narrative:
H2 - additional information: d10 and d11 were updated for device return. Continuation of d11: lot number was updated to unknown. H3: a representative went out to the site to preform a system check out. It was reported that there were parts replaced and the system preformed as intended. The returned network cables was found to have an open at the pin. Another cable had opens at pins 1 and 3. The remaining cable and bulkhead connector had no opens or shorts. H6: 10,120,4307 are associated with system check out and returned cables. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843. Troubleshooting was done after the event. They removed the uninterruptible power supply (ups) to check the led on the poe injector. It was confirmed it was red. They bypassed with a different network cable and the led turned green and the camera worked. The bulkhead in the middle of the arm was checked and it was connected. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that after uncrating the demo system, the camera would not connect. The camera had a fault light and the position sensor unit (psu)would not connect to the network device interface (ndi) toolbox. There were no errors or issue with the sensor control unit. The power over ethernet (poe) had a green led. Technical services had the clinical specialist (cs) bypass the upper portion of the camera chain with no change. No further troubleshooting could done at the time of the event. There was no patient present.